Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator displayed a shock equip malfunction inop message with a device error, service required message.

Manufacturer narrative:
(B)(4).